Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to noise that was being oversensed. Technical services the noise appears to be due to muscle noise/ myopotentials and not related to electromagnetic interference (emi). At this time, the system remains in service. No adverse patient effects were reported.